Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their lamp malfunction. Tac walked through a few trouble-shooting efforts to aid in resolving the user's problem. Through that trouble-shooting, it was discovered that one of the wing nuts was loose on the lamp housing. After tightening that wing nut down, the main lamp turned on and the spare turned off. The device is not scheduled to be returned for evaluation. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported the main lamp of the evis exera iii xenon light source would not come on after being replaced. According to the initial reporter, the new main lamp was installed using proper cleaning technique and heat sync paste. However, the main lamp remained off and the spare lamp came on. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the reported event was resolved on site after troubleshooting by tightening down the wing nut, investigation believes that caused the reported failure. Other possibilities for the emergency lamp coming on include: the switch was not pressed normally and the lamp did not turn on. The normal voltage was not applied to the electrodes of the lamp body. Investigation provided the following notes: ¿if the heat sink is not securely attached, the heat sink may overheat, damaging the product and reducing the amount of light from the lighting lamp.¿. Olympus will continue to monitor the field performance of this device.